Event description:
The lay reporter contacted lfs (B)(4) on (B)(6) 2012 alleging that her husband's one touch vita does not power on. Reporter mentioned that the meter had been dropped in water and the reporter is unable to verify the serial number. A medical surveillance specialist (mss) sent follow up questions; however, the customer service agent was unsuccessful in getting a hold of the patient. The reporter mentioned that on (B)(6) 2012 at around 4:00pm, the patient's meter would not power on. Due to the alleged issue the patient took 15 units of insulin and five minutes later developed symptoms which consisted of shakiness, dry mouth and looking pale. Due to the symptoms the patient's son took him to the hospital. The patient was not tested on another device. It is unclear whether or not the patient received any treatment in the hospital. While troubleshooting it was noted that the patient was using the incorrect test strips and the test strips were expired. Using expired test strips may lead to false blood glucose readings. No further clinical information was provided. It would have been helpful to know how long the patient was unsuccessful to test their blood glucose, which test strips the patient may have been using to test their blood glucose, date of symptoms and going to the hospital. It would have been helpful to confirm whether or not the patient received any treatment in the hospital and how long the symptoms lasted. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, he took insulin and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Lot # of test strips and serial number of meter was not provided.